Event description:
It was reported that a remote alert was triggered due to a ventricular tachycardia (vt) episode, which showed noise being oversensed on the ventricular channel. Additionally, this caused inhibition of pacing with pauses lasting up to 3 seconds. Technical service were consulted and recommended lead assessment be performed with a programmer. The related lead is a non-bsc product. This device remains implanted and in service with no adverse patient effects reported.